Event description:
Near the end of a dialysis treatment the patient complained of burning cramps in her legs and stomach. The dialysis treatment was stopped without returning the blood in the extracorporeal circuit to the patient. The patient was admitted to the hospital and diagnosed with hemolysis. The patient was hospitalized for three days. No additional information will be provided with regard to this event. The phoenix machine was inspected and determined to be operating within manufacturers' specification. The cartridge blood lines was discarded.